Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted and replaced. At explant, a hole in the right cylinder was identified through visual inspection. No patient complications were reported.